Manufacturer narrative:
The evaluation of the submitted system controller log files confirmed the reported pump stoppages; however, a specific cause for the abnormal pump operation could not be conclusively determined through this evaluation. Review of the first submitted log file showed that several low speed/pump stoppage events were captured from (B)(6) 2017; which were associated with driveline disconnected, low speed advisory/hazard, and low flow hazard alarms as well as elevations in pump power up to 9.8 watts. All captured interruptions in pump function occurred while the patient was operating on the power module only and appear consistent with a potential driveline wire compromise; however, the evaluation of the returned portion of the driveline did not confirm any wire damage. Approximately 18 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline revealed that all wires were electrically intact. Breakdown of the metal braided shield was observed in several areas along the length of the returned driveline segment, which appeared most severe at the terminus of the distal end bend relief. The underlying wires showed evidence of minor kinking in a few areas, but were otherwise unremarkable. Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Further alarms reportedly occurred following the distal end driveline replacement. Review of the log file submitted after the procedure showed that multiple additional low speed events and pump stoppages consistent with driveline damage were captured on (B)(6) 2017 while the system was connected to the power module. The interruptions in pump function correlated with driveline disconnected, low speed advisory/hazard, and low flow hazard alarms as well as elevations in pump power up to 10.8 watts. The patient remains ongoing on pump support using an ungrounded patient cable with no further reported issues. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 10 months.  The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that driveline disconnected and pump off alarms were observed. Log file analysis completed by the manufacturer¿s technical services representative confirmed pump stoppages while the lvad system was connected to the power module. X-ray images showed a potential shielding issue at the distal bend relief, and possibly an area right before the driveline exit site. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed. Additional log file analysis completed by the manufacturer¿s technical services representative revealed pump stoppage events post-replacement. It was reported that the patient was giving an ungrounded power module patient cable, and no other alarms have been observed. There was no adverse patient impact reported for this event. No additional information was provided.